Event description:
It was reported that the patient experienced prolong charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per physicians request.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.